Event description:
The wayne pneumothorax catheter guidewire frayed and almost broke when advanced through guide needle at the time of a pigtail catheter placement for a post op pneumothorax. There was no abnormality to guide needle placement, and passage of guidewire was uneventful when the fraying of the guidewire was noted. There was no portion that broke off at any time, nor concern for patient injury during this event.